Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications.

Event description:
Add'l info received on 9/8/97 indicates fluid loss - leak at old tie connector on reservoir and pump tube.